Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system stopped working halfway through the procedure. A replacement unit and cable were used to complete the procedure. The hosp did not report any pt effects. The product is returning.

Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue to pursuing the device being returned by the customer. A supplemental report will be submitted when the device is returned and the investigation is completed. (B)(4).